Event description:
Pt was an hour into infusion when medication stopped being infused. Pt changed syringe, tubing, and site of infusion and medication still would not infuse. Pt tried manually pushing it but was having difficulty with that as well (interruption in therapy/missed dose). Pt states this happened previously and it was the pump that was malfunctioning. Hizentra indication: common variable immunodeficiency, unspecified. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.